Manufacturer narrative:
Analysis of the implantable neurostimulator indicated 'insignificant anomalies.' The exact nature of the insignificant anomalies was not indicated. Analysis of both extensions revealed they were 'cut through' and 'segmented.' Analysis of the lead with lot # v704384 revealed that the outer insulation was cut. Analysis of the other two leads revealed 'no anomaly.' Analysis of anchor 1 revealed that the silicone was cut. Analysis of anchor 2 revealed no anomaly.

Manufacturer narrative:
Product ID, 3998 lot# v704384, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3888-33 lot# va00p29, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3888-33 lot# va00p29, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient product ID, 3708260 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3708220 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3550-39 lot#, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory product ID, 3550-39 lot#, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient, with failed back syndrome, experienced "dizziness and nausea" caused by the implantable neurostimulator (ins) after implantation. As a result, the device was explanted. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.